Manufacturer narrative:
This report is submitted on november 8, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The patient underwent revision surgery on (B)(6) 2018 to thin the skin flap and explant the device. It is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: there was no explant as previously reported, the device remains in-situ. This report is filed on march 28, 2019.